Event description:
This lv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016 due to coronary sinus dissection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).